Manufacturer narrative:
Batch review performed on 08 april 2019: lot 092436: (B)(4) items manufactured and released on 11-dec-2009. Expiration date: 2014-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: acetabular component revision occurred about 9 years after cementless double mobility total hip arthroplasty. No information concerning patient age and general health status is available. Initial position of the component cannot be assessed on the basis of the single pre-revision x-ray provided. Aseptic loosening is a possible literature described long term adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
About 9 years after primary the surgeon revised the patient hip for cup loosening. Cup, head and liner swap. The surgery was performed successfully.